Manufacturer narrative:
Full gtin is not available due to missing lot number.

Event description:
It was reported that the patient had pain by the grounding pad during the rfa and sustained a 2-3 degree burn where the grounding pad was. It was reported that the patient received weeks of wound care to optimize healing and reduce scarring and chronic pain.

Manufacturer narrative:
The quality investigation is complete.

Event description:
No new information.